Manufacturer narrative:
Qc performed prior to the event was within lab-established ranges (per the customer). The customer noted that qc run after calibration on (B)(6) 2013 was near the mean; however, drifted low after several hours. Qc data provided showed that qc was stable 4 ½ hours after calibration, but by 5 ½ hours, dropped 3mmol/l for both levels of na, and calc dropped 0.3mg/dl (level 1) and 0.8mg/dl (level 3). Per na chemistry information sheet (cis), 3mmol/l is within the precision claim for na. For calc, 0.3mg/dl is within precision claim, but 0.8mg/dl exceeds precision claim for calc. A field service engineer (fse) was dispatched to the customer site. The fse reviewed calibration results, which indicated an issue with the carbon bridge. The fse replaced the carbon bridge. The fse also replaced the na measuring and reference electrodes and verified the instrument's performance. Failure mode of this event was the carbon bridge.

Event description:
On (B)(6) 2013, the customer contacted beckman coulter (bec) and stated that on (B)(6) 2013, the unicel dxc 600 synchron clinical system generated false low na (sodium) and calc (calcium) results for approximately 6 patient samples. The results were reported out of the lab. When the issue was noticed, the instrument was recalibrated and the samples rerun. Amended reports were sent. The customer did not provide the actual report data and could not give a magnitude of error. There was no change to patient treatment.